Manufacturer narrative:
Please note the needed correction for the FDA registration number 3000931034, d3 manufacturer entity, and g1 manufacturing site: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During a revision surgery for a plated olecranon fracture and radial head replacement, the patient received a total elbow due to arthritic changes resulting from a previous fracture. A phone call with a representative confirmed that the radial head and stem used were tornier components, while the plates and screws in the patient were synthese.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
During a revision surgery for a plated olecranon fracture and radial head replacement, the patient received a total elbow due to arthritic changes resulting from a previous fracture. A phone call with a representative confirmed that the radial head and stem used were tornier components, while the plates and screws in the patient were synthese.